Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with no definite hardware failure or loosening. Thin cement mantle is noted along the tibial component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products:: 42532007502 - tibia cemented 5 degree stemmed right size f - 63207753. 42522600714 - articular surface fixed bearing constrained posterior stabilized (cps) right. 14 mm height use with tibia sizes e-f / ps femur sizes 6-9 - 62966656. 42540000038 - all poly patella cemented 38 mm diameter - 63071571. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00189, 0001822565-2021-02009, 0002648920-2021-00190.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty approximately 5.5 years ago. Subsequently, the patient demonstrated increased pain and instability at the two and three year follow ups requiring physical therapy. The outcome was tolerated with no further intervention or treatment. Attempts have been made and no further information has been provided.